Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore stripes in image occurred. The most probable cause of the complaint is cause traced to component failure. The most probable cause of the additional failure could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope exhibited loose connection. The issue occurred during inspection for use. There were no reports of patient involvement.